Event description:
The svc report shows that while performing an incoming evaluation of the device, the high pressure alarm would not activate. Co's svc tech inspected the device and adjusted the high pressure alarm circuit. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.